Manufacturer narrative:
Initial reporter phone #: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for stopper pull out was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the cap of the 2ml,13mm x 75mm bd vacutainer® k2edta tube pulled out. No serious injury or medical intervention reported.